Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose reached 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours. Upon pod activation, the cannula did not deploy completely and therefore did not insert into the infusion site (thigh). The pink slide had moved forward into the viewing window and, when the pod was removed, the cannula was not visible. This indicates a need mechanism failure where the cannula retracted back into the pod with the needle. The pod was discarded by the patient¿s mother.